Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is during (B)(6) 2017. The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a male patient is seeing edge reflections which causes sight issues and eye tremors when trying read post implant of an intraocular lens in the left eye (os). In follow-up with the patient additional information was provided. Almost right after surgery the symptoms developed. In addition to the initially reported issues he is also seeing dark shadows in the left side of his left eye. When he is in a dark room and when suddenly there¿s a bright light on top, it illuminates so brightly, he cannot see. The eye tremors he says are like the lens is rocking. He must close his eyes to make the tremors stop. His symptoms are significantly interfering with daily activities such as reading, watching tv, etc. At his first follow up exam, his physician said that the lens is situated correctly, although he already had symptoms then, his physician told him to just give it some time and it should improve. He is scheduled for another follow up. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation (the iol remains implanted). The reported complaint cannot be verified. Manufacturing records review: manufacturing records were reviewed and no non-conformances, discrepancies or deviations for similar issues were found for this production order. The product was manufactured and released according to specification. The complaint history search performed on april 16, 2018 revealed no additional investigations requested for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.